Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during support of a severely ill patient who coded three times, a loud hissing noise came from the intra-aortic balloon (iab) pump. All connections were checked and were secure. There was no indication of a leak. The helium tank was checked and had no issue. At about 20 minutes of standby console swapped out without incident and functioned well. There was also a problem with ECG (electrocardiogram) trigger with patient in a-fib (atrial fibrillation). The patient's skin was prepped with alcohol prep/dry gauze and a small amount of gel was placed on the patch prior to placement. This fixed the issue with¿r¿ wave recognition. The ECG trigger/auto r-wave inflate/deflate mechanism functioned successfully. There was no reported malfunction of the iab.